Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was reviewed and no non-conformances related to the reported event were noted. A getinge field service engineer (fse) was dispatched to evaluated the iabp and was able to reproduce the reported issues. The fse tightened all helium line connections. The fse discovered a venting at helium regulator and he replaced the regulator, the transducer and helium tubing bundle. The iabp passed all functional and safety tests per factory specifications and was returned to customer and cleared for clinical use.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had a helium tank leak. It is unknown under which circumstances this event occurred; however, there was no patient involvement and no adverse event was reported.